Event description:
User experienced a leak from the analyzer. No operators were harmed. No patients were affected. The field service representative determined there was a defective cleaner bottle and replaced it.